Manufacturer narrative:
Concomitant medical products: unknown head, unknown, unknown liner, unknown, unknown stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01442, 0001822565-2019-01443. X-ray review demonstrated the cup was cemented. Asymmetric position of the femoral head within the acetabular cup suggesting polyethylene wear. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient's left hip was revised approx 30 years post implantation due to unknown reason. No additional information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient was revised approx 30 years post implantation due to unknown reason. No additional information available.